Event description:
Medtronic received info that during the procedure, a crack in the wire wound portion of the cannula body was observed, resulting in a leak. The device was removed, replaced, and returned for analysis. There were no adverse pt effects reported.

Manufacturer narrative:
Analysis: upon receipt, visual inspection revealed body fluid contamination on the inner surface and a sharp cut was noted on the surface of the cannula. Further inspection revealed several stress-like cracks in the tapered portion of the cannula, close to the end of the hub. Performance testing was then conducted to determine the cause of the leak. Fluid was passed through the cannula and a leak was observed at the sharp cut. There was no leaking from the area of the stress-like cracks in the cannula. The product was returned to the contract manufacturer for further analysis. Conclusion: visual inspection and performance testing confirmed a leak in the cannula. The leak was caused by a cut in the cannula, which was likely due to user error during the procedure. There were no adverse pt effects reported as a result of this event. A follow-up report will be provided to FDA after complete analysis from the contract manufacturer.